Manufacturer narrative:
Updated fields - b4, d9, e1 event site mail ID, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: e1 initial reporter name, e2. A getinge field service engineer (fse) dispatched to evaluate the unit. Fse reviewed the log and shows no faults or electrical test failures on. Unit alarmed for ¿no trigger¿. Fse ran the unit on test balloon and system trainer for 24hrs with no issues or alarms. Unable to duplicate the issue. Unit passes tests and calibrations to manufacturer standard.

Event description:
N/a.

Event description:
It was reported by customer prior to use that cs300 intra-aortic balloon pump (iabp) reported to shutdown unexpectedly with no alarms, also unit alarmed for ¿no trigger¿. No patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Cs100 upgraded to cs300.